Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation. However, clinical details provided were sufficient to determine the root cause. The root cause of the delivery issue was most likely patient condition related, the impella did not advance beyond the site of stenosis as per the clinical description provided. Added- h6 impact code 4642.

Event description:
The complainant reported a patient undergoing cardiac surgery (tricuspid valve replacement) was implanted with an impella 5.5 device for mechanical circulatory support. The patient also received support by an extracorporeal membrane oxygenation device (va-ECMO). On day ten of impella 5.5 support it was decided due to poor pulmonary status to change the impella 5.5 access site from right subclavian to left subclavian, near the ECMO access site. During the insertion attempt of the new impella 5.5, the impella device could not be advanced beyond a certain stenotic point in patient anatomy. It has been reported that the left subclavian artery was <6 mm in diameter and without calcification. The impella device kinked during continued insertion attempts and after that, the impella 5.5 was no longer operable. The insertion attempts were stopped and the patient was supported by va-ECMO only. There was no harm to patient and the patient survived the event.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ impella 5.5 with smartassist for use during cardiogenic shock section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.